Event description:
Caller reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the error code did not appear again, and the caller successfully started their sensor session.